Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received 2 cartridge alarm 19s using 2 cartridges and an altitude alarm was received. Both alarms occurred during "normal pumping". The customer's blood glucose level ranged from 215 to 400 mg/dl. The customer loaded a 3rd cartridge successfully and delivered a bolus to address the bg level. The customer was to continue using the pump to manage diabetes and insulin injections were available if needed.